Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 system, and identified the failure mode as a faulty buffer valve. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion selective electrodes) patient results on their au680 analyser. Erroneous ise results were reported on the (B)(6) 2018. There was no report of change to patient management to beckman coulter as a result of these erroneous results. There were no reports of qc issues. There were no report of calibration issues. The customer was unwilling to provide any data.